Event description:
It was reported that the patient's heart rate was in the 30's, which was pacing below the programmed lower rate of the implantable pulse generator (ipg) device. Also, there was a high threshold and possible loss of capture on the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.